Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15205. It was reported that the pacing dependent patient presented to the emergency department after experiencing convulsions or seizure-like activity. Upon interrogation of the pulse generator, loss of right ventricular capture was noted. It was determined that the right ventricular lead exhibited inadequate capture due to increased left ventricular capture threshold. The patient was admitted to the hospital, and the device was explanted and replaced on (B)(6) 2021. The lead was also capped and replaced during the procedure. The patient was in stable condition after the procedure.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical tests performed, including atrial and ventricular capture test under nominal conditions were normal. Additionally, sensitivity test under field settings, and output functional verification found all parameters within normal range. Visual inspection the header and connector detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the pacer was in normal range of operation with appropriate remaining longevity. The reported events of pacing anomaly, and failure to capture were not confirmed.